Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked reservoir tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.